Event description:
Patient was undergoing a surgical procedure of an open reduction and internal fixation of a displaced mandible fracture. While drilling a hole into the left mandibular body for placement of a mandibular plate the drill bit fractured off the drill into the soft tissues of the floor of the mouth. This required performance of an additional incision of the left lateral floor of the mouth to extract the drill bit. This was performed without complication.